Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the screen has black markings on it and is cracked. The customer is unable to see the information on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.